Event description:
It was reported that the field representative was asking about specifications of the old leads. The system was being removed and replaced, due to infection. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.